Event description:
Two pt samples with discrepant hcg results. Patient 1: in 2008, initial result gave >10000 miu/ml. Sample diluted and repeated giving 531.2 miu/ml. Original sample was repeated a second time, without and with dilution giving > 10000 and 12756 miu/ml respectively. Patient 2: on 01/17/2008, initial result gave 2.55 miu/ml; repeat gave 1781 miu/ml. Erroneous result reported for patient 2 only. Patient's no adversely affected. The field service rep was unable to determine exact root cause. Performance tests were performed.